Manufacturer narrative:
Lateral poly insert dislocated for patient with a total knee implant. Revision surgery occurred to exchange poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Lateral poly insert dislocated for patient with a total knee implant. Revision surgery occurred to exchange poly inserts.